Event description:
Two abutment screws have fractured inside the implants. The surgeon had to perform an add'l surgical procedure to remove the abutment screw from the implant. The implants are still in the pt's mouth. Pt injury has not been reported.